Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A female patient (161 lbs.), presented in the or for a tavr. A centrally positioned access was gained utilizing ultrasound guidance with a micropuncture kit. The right femoral arteriotomy was 6.0mm with moderate medial calcification, medial posterior wall calcification, and a measured deployment depth of 6.5cm + 1cm. No issues were encountered advancing or withdrawing the 18f expandable procedural sheaths. Following the tavr, heparin, and protamine were administered and an 18f manta device was deployed to the measured depth, hemostasis was achieved, and later that day the patient was discharged. Approximately 24 to 48 hours later, the patient developed a cold foot and contacted ems. The patient was transported back to the hospital for evaluation. An endarterectomy was performed, and manta was explanted. Flow was restored, and patient outcome post-procedure was stable. Due to insufficient information regarding the initial, deployment, and surgical intervention procedures, no information regarding manta positioning during surgical cut-down, and no device or angiograms submitted for this investigation the root cause of the occluded flow requiring surgical intervention remains undeterminable. The following adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use: ischemia of the leg or stenosis of the femoral artery; and other access site complications possibly requiring surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: per the coordinator- the patient felt their foot was cold and called ems. The patient was brought to the hospital and evaluated ad ultimately the manta was surgically removed. Additional information: the patient had an endarterectomy of the femoral artery post tavr procedure to remove the manta closure device on the 15th november and needed a surgical cutdown on the 17th november. Central access was in the right common femoral artery. Vessel size was 6mm. Micro puncture and ultrasound were used. There was moderate calcification and no tortuosity. Measured depth for the manta was 6.5+1cm. Blood pressure was 120/52mmhg and both heparin and protamine were administered during the procedure. The patient was reported as stable port the cutdown.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: per the coordinator- the patient felt their foot was cold and called ems. The patient was brought to the hospital and evaluated ad ultimately the manta was surgically removed. Additional information: the patient had an endarterectomy of the femoral artery post tavr procedure to remove the manta closure device on the (B)(6) and needed a surgical cutdown on the (B)(6). Central access was in the right common femoral artery. Vessel size was 6mm. Micro puncture and ultrasound were used. There was moderate calcification and no tortuosity. Measured depth for the manta was 6.5+1cm. Blood pressure was 120/52mmhg and both heparin and protamine were administered during the procedure. The patient was reported as stable port the cutdown.